Manufacturer narrative:
The field service representative (fsr) inspected the instrument and ordered a replacement top front cover hinge. Upon part receipt the fsr installed the part, and the issue was resolved. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 processing module did not identify any trends. A review of tracking and trending for the top front cover hinge did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the top front cover hinge were identified.

Event description:
The customer observed the processing cover of the architect c16000 processing module would not remain in the upright position. The customer noted that one of the metal hinges was broken. There was no injury reported and no impact to patient management.

Event description:
The customer observed the processing cover of the architect c16000 processing module would not remain in the upright position. The customer noted that one of the metal hinges was broken. There was no injury reported and no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.